Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that few hours from leaving the procedure room after a normal device replacement, the ward monitor measured a low sensing and variation in thresholds. Lead dislodgement was observed via x-ray. A temporary pacing lead was positioned and the lead was explanted the next day. It was noted that upon the initial implant, fixing of a suture sleeve was not sufficient enough and the lead was dragged at the time of a pocket extension, which was considered was the cause of the lead dislodgement. Also, after the patient was back to the hospital room, there was a possibility of lead extension by postural change.

Event description:
New information notes that there were no adverse consequences to the patient. The lead will not be returned for evaluation.